Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was receiving morphine at an unknown dose and concentration via an implantable pump for chronic low back pain and spinal pain. It was reported that the pump was removed in (B)(6) 2013, because the patient's body rejected it. This was clarified to mean that the implant site kept getting infections. Additional information was requested regarding the onset of the infections. If additional information is received, the event will be updated.